Event description:
A malfunction on the pump was reported by the caller. There was no reported impact to the customer¿s blood glucose level. Technical support provided pump reset information and assisted the caller with resetting the pump, which resolved the issue without recurrence. The customer may continue using the pump but was instructed to call back if any malfunction code recurs, which the caller acknowledged and understood.